Manufacturer narrative:
Update to block d4: product details.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that there was fluid loss from the device. A new aus device was placed, and no other patient complications were reported.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that there was fluid loss from the device. A new aus device was placed, and no other patient complications were reported.